Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg site due to weight loss. Ipg is protruding and causing discomfort. Surgical intervention may be pending to address the issue.

Event description:
It was reported that patient underwent surgical intervention on (B)(6) 2024 during which the ipg was repositioned to address discomfort at the ipg site. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.